Event description:
Customer reported au5800 chemistry analyzer generated false high sodium (na) and chloride (cl) results on a single patient sample. The customer stated erroneous results were reported out of the laboratory. Customer confirmed there was no medical intervention or change to patient treatment associated with this event. Customer stated that control (qc) recovery was within facility generated specification prior to the patient run. Customer indicated that the result was automatically repeated due to flagging, but did not specify the flag generated. Customer declined to provide any documentation.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched. Fse observed bubbles in the buffer syringe for cell one ion selective electrode (ise) of this analyzer. The au5800 chemistry analyzer has a dual ise system; two independent ises - cell1 and cell2. Priming would remove the bubbles initially but they would return. Fse replaced the buffer valve. After completion of the service activity, the ise was found to be operating per manufacturer's specification and no further reports of issues were noted.